Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4); serial number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery was faulty and not holding a charge. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02oct2018. Date of manufacturer: 01oct2018. The customer was provided a quote to repair the unit. The customer did not respond and no further action has been made regarding the repair. No parts were returned to philips for evaluation, therefore, a root cause could not be determined.